Event description:
A malfunction alarm identified as malf 06 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer did not report excessive blood glucose levels. Technical support provided information on how to reset the pump and assisted the caller with the reset process. After the reset, the malfunction did not occur again, allowing the customer to continue using the pump. The customer was advised to contact support if the issue recurred, and they acknowledged this guidance.